Event description:
It was reported that a person using the iLet with a Dexcom G7 experienced hyperglycemia with a highest CGM value of 255 mg/dL for approximately four hours after forgetting to announce dinner, while using a Teflon infusion set placed in the abdomen. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included return to target range after user-delivered correction, with no hospitalization or additional medical intervention. Investigation included troubleshooting and education with the user regarding meal announcement workflow. Investigation of this case revealed user-related missed meal announcement as the cause of the hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the event was due to user error related to missed meal entry.

Manufacturer narrative:
Initial.